Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation determined the device did not display an image due to a faulty cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was no image displayed on the 4k camera head prior to an unknown procedure. The intended procedure was completed with a similar device and was not delayed more than 15 minutes. There was no report of patient harm associated with this event.

Event description:
It was a therapeutic thoracic procedure.

Manufacturer narrative:
Updated field: b5 this supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, the device history record (DHR) review and additional information from the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation determined the failure was caused by a faulty cable, which had caused a communication failure. However, the cause of the cable failure could not be determined. The instructions for use cautions the user on the handling of the device to prevent this type of failure: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor the field performance of this device.

Event description:
The patient was not under general anesthesia at the time of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.